Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an air bubble in his infusion set tubing and reservoir. The patient's blood glucose at the time of incident exceeded 600 mg/dl, which he treated with a 22-unit bolus. The patient mentioned that he had been going through surgery and other medical issues; his artificial bladder had cancer as well. During troubleshooting the customer confirmed that he did not store the insulin at room temperature. The customer successfully primed with the current set. He then changed the infusion set and reservoir. No products were returned or replaced.